Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump's (iabp) balloon randomly deflates.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump's (iabp) balloon randomly deflates. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, b5, e1 (initial reporter, event site mail), e2, g3, g6, h2, h6 (helath effect - clinical code, health effect - impact codes), h11

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions). A getinge field service engineer (fse) diagnosed the device and arrival logs reviewed to find numerous instances of a compressor related fault code, indicating performance issues with the compressor. Compressor (d119-00-0236) replaced, device ran for 24 hours with no logged faults.

Event description:
N/a.